Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It was reported that an operator trained in the use of starclose se deployed the device clip following an unspecified interventional procedure. One week later the patient developed a rash at the access site. The clip has high nickel content, and per starclose se instructions for use the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium. It was reported that the operator was not aware that the medical record of the patient indicated an allergy to nickel. Indication of a product quality problem could not be determined. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. A quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after an unspecified interventional procedure, arteriotomy closure was achieved of the common femoral artery using a starclose se device. Reportedly, a week after starclose se clip implant, the patient developed a rash at the access site. The rash resolved after two weeks of treatment with an unspecified steroid. The operator was not aware that the medical record of the patient indicated an allergy to nickel. There were no reported adverse patient sequelae. The operator of the device was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device (B)(4) - indication for use. It was reported that the device was used in a patient with a known allergy to nickel. The starclose se device is contraindicated for use in patients with known hypersensitivity to nickel-titanium.